Manufacturer narrative:
Investigation summary since no photos or samples displaying the reported condition of flow issues - fluid blockage and component damage - no leak were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance.

Event description:
It was reported that the one of the extensions on the bd q-syte¿ tri-extension set was blocked during the flush. The following information was provided by the initial reporter: "customer is complaining of the defect in one of the extensions in the bd q-syte tri-extension set.while customer performing flushing of all three extensions one of the extension is not working and flush is not getting fixed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the one of the extensions on the bd q-syte¿ tri-extension set was blocked during the flush. The following information was provided by the initial reporter: "customer is complaining of the defect in one of the extensions in the bd q-syte tri-extension set. While customer performing flushing of all three extensions one of the extension is not working and flush is not getting fixed."